Manufacturer narrative:
Additional devices listed in this report: cat #542-11-54f, lot #83ymta, description: trident psl ha cluster 54mm. Cat #2060-0000-1, lot #a2amta, description: acetabular dome hole plug. Cat #2030-6530-1, lot #84hmta, description: 6.5 cancellous bone screw 30mm. Cat #6704-0-520, lot #19625503, description: d-m 2.0mm beaded cable set vit. Cat #6052-1035s, lot #0e1mpa, description: secur-fit max 127 hip stem #10. Cat #06-3610, lot #1lkmrax1, description: c-taper cocr lfit head 36mm/+10. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of the right hip. Altr with super superimposed infection.

Manufacturer narrative:
An event regarding infection and altr involving an trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced, but there has been another event for the sterile lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of the right hip. Altr with superimposed infection.